Event description:
Revision of a failed hemiarthroplasty. The surgeon removed the parts and implanted an antibiotic spacer and rsp stem and rsp socket shell.

Manufacturer narrative:
This is the final report. Device not returned for analysis. Additional information will be provided if it becomes available.